Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient complained of swelling, discomfort and heaviness in the ribs and abdomen for the past two weeks. The patient stated the sensation was worse with the stimulation on. The patient had a myelogram and during the procedure the scab at the lead incision was removed. Subsequently the incision site has been draining and an infection was suspected. The patient's system was explanted.